Event description:
It was reported while in the or the md inserted the iab using the sheath. When the md connected the iab to the console, there was no assisted ap. The pump worked in automatic mode ECG trigger. The md also reported hearing noise inside the console, the noise sounded like metal rubbing metal. As a result, the console was exchanged. There were no reported pt complications.

Manufacturer narrative:
We are not expecting the product to be returned. It is expected that a third party will perform an evaluation. A follow-up report will be filed if more info becomes available.